Manufacturer narrative:
Analysis of the cart 9733560xom fusion em system (serial #: (B)(4)) found that it passed the work order. Analysis of the sftwr 960-152 media io (unknown serial/lot #) found insufficient information. Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Product event summary #fusion half of exam displayed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that only half of the patient¿s exam were visible, and they were unable to register the patient. Navigation was aborted. There was no reported delay to the procedure. There was no impact on the patient¿s outcome.